Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for the call was to get information for a rep or someone to contact the patient. The caller stated that the patient has been having issues with the stimulator. When asked for more detail, the caller said the patient has been having back pain from the site of the device. Recently the patient was in the hospital, they did imaging and noted that they did not identify an issue with the implanted system. The notes showed no change in the leads. The patient claimed that they had not had the device on since 2008. The caller was not with the patient. Tss reviewed information about the device. The caller will follow-up with the patient. Additional information was received from the patient (pt). They reported that the cause of the pain at the implant site was due to stimulator shifting. Pt notes that stimulator was not in use for years. Stimulator and leads were surgically removed. The issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.